Event description:
Patient states she had a corneal ulcer after wearing trial contact lenses dispensed by (B)(6) eyecare. This practice stated that the patient was seen on (B)(6) 2015 for a regular exam and have seen her since and are not aware she was having issues. Patient relates that she inserted trial lens in the morning and by the evening was having eye pain. Patient states she experienced sudden onset, progressive pain, redness to left eye. She went to emergency at (B)(6) hospital in concord mass who referred her to an external ophthalmologist dr. (B)(6). She was told she had a corneal ulcer. Patient was prescribed vigamox every two hours for two days. There was no vascularization. There was a mild scar (outside 6mm) the ulcer is unresolved. Temporary decrease in visual acuity. This eye care practice sent the lens out for culture and initiated treatment. The culture result was stenotrophomonas maltophilia. The lab discarded the lenses.

Manufacturer narrative:
Lenses were not returned. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.